Event description:
It was reported that the customer's insulin pump was alarming no delivery. The customer's blood glucose was unknown. The customer's father stated that the alarm occurred while delivering a bolus. Troubleshooting was done. Assisted customer with a 5 unit fixed prime, and the customer stated that insulin did not exit the tubing. Advised customer to reinsert the reservoir and run a manual prime of at least 5 units, and the customer stated that insulin exited. Advised customer that the insulin pump was working as designed. Explained that the alarm was caused by an occlusion related to the infusion set or reservoir. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.